Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged puffy eyes, cough, sinus issues, and chest pain while using the device. Patient alleged black filters. Patient also alleged hearing loss which was reported as an adverse event. This allegation was reviewed by a post market surveillance clinical expert and hearing loss was assessed as not related to the device. This has now made this report a product problem/ malfunction only. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Concomitant humidifier information has also been provided as well as updated manufacturer contact information. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was powered up and airflow was confirmed. The device was visually inspected. During external investigation of the device, the product investigation lab observed an unknown brown contaminant on the front of the ui panel, along the top side of the device near the filter area, and along the bottom of the device near the rear enclosure. A dark contaminant was visually observed in the filter area of device. The iso port opening had an unknown contaminant on the inside and outside of it, where it connects to the humidifier and on the iso port o-ring. A dark contaminant was observed on the rear panel. The bottom enclosure was observed to have dust and unknown debris on it, along the side of it, and on the p4 connector wire. Keratin-like substance was observed around the blower box outlet and on the blower seal, along with dust contaminant. Evidence of liquid ingress was observed in the blower and blower box. The blower box had evidence of an unknown dark, spotty contaminant on the inside of the air outlet, confirming debris in the airpath. Product investigation lab confirmed no presence of degraded sound abatement foam. The investigation performed on the humidifier confirmed a dark, spotty contaminant on and inside the dry box. An unknown dark contaminant was observed on the flip lid seal, along with what is consistent with mineral deposits. Dark unknown contaminant and dust/debris was also observed in several areas of the flip lid. The bottom enclosure and dry box seal had dirt/debris contamination to it. The rear panel area of humidifier had several areas of a dark contaminant and debris. One of the bottom enclosure screws had a mild corrosion. Dark sticky congealed contaminant was observed on the bottom cover, and on the inside of the bottom where the heater plate sits. The heater plate had several areas of dust contamination. The manufacturer is unable to directly address the alleged symptoms or the complaint. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Please see sections b1, d9, d10, g1, h1, h3 and h6 for this updated information and coding.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop hearing loss. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.